Manufacturer narrative:
(B)(4). Batch # m55d6c. The analysis results showed that one ecr60b cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Additional information was requested and the following was obtained: what was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? No information.

Event description:
It was reported that during a laparoscopic gastrectomy, some staples in the middle of the cartridge were not deployed at firing on the stomach. Additional suture was performed to complete the case. There were no adverse consequences to the patient.